Event description:
It was reported during a novasure procedure on an unknown date, that the cervical seal detached from the device and stayed in the patient after the ablation. The seal was observed when returning to the patient cavity for inspection. The seal was retrieved and there was no patient impact. The procedure was completed successfully with the same device. No other information is available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Manufacturer narrative:
Device was returned: visual inspection was conducted and it was observed that the cervical seal was detached from the device. Functional testing was not conducted due to the issue reported was confirmed during the visual inspection and the device would leak as a result. Hence, the complaint can be confirmed. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.